Manufacturer narrative:
Zimvie complaint number: (B)(4). B3: date of event unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6a: implant date unknown / not provided. G4: additional PMA/510(k) number uk011028, k013227. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that implant in site 18 patient came in with implant crown loose. On removal of crown, portion of implant neck came out with crown. Patient was referred to oms for implant removal and grafting. Patient will return for new implant placement.